Event description:
It was reported that during a routine device changeout, an insulation anomaly was noted on the left ventricular lead. The lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.